Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(4) 2014 complaint report was reviewed for the product family of bioflo PICC and the failure mode "patient injury." No adverse trends were identified. The used PICC was not returned for evaluation, however, the event description provided to navilyst medical regarding the clinical study stated that the patient's septic shock and subsequent death were "unrelated to the study device or procedure." Navilyst medical manufacturing process controls on the bioflo PICC includes a 100% visual inspection for molding defects and a guidewire insertion test to verify lumen patency. In addition, all catheters are 100% sprint tested after the guidewire verification to ensure the catheter does not leak. Pasv valves are 100% infusion tested to ensure that the valve opens under pressure in the infusion direction, and that the valve then closes under a defined amount of pressure. Additionally, all valves are visually inspected to verify that the disc is centered in the valve. A 100% aspiration test is performed on all valves that pass the infusion test. ((B)(4)). The investigator considered the septic shock to be serious due to fatal outcome, severe in intensity and unrelated to the study device or procedure. The medical monitor agreed with the investigator's assessment, and considered the event to be anticipated based on the instructions for use document. Further information is required from the site. Company comment: study (B)(4). Subject (B)(6). Hx: pneumonia, small bowel obstruction, chf, pneumothorax, asthma, copd, atelectasis, osteoporosis, restless legs syndrome, glaucoma. Conmeds: multi. Dx: septic shock. Tx: vancomycin, vasopressin, milrinone. Outcome: fatal. Investigator causality: unrelated. Sponsor causality: unrelated.

Event description:
Septic shock. A (B)(6) year-old female subject identified as (B)(6) (case reference number (B)(4)), enrolled in "(B)(6)", experienced 'septic shock' one day following the placement of the study device, the bioflo PICC, on (B)(6) 2014. The subject had a medical history of pneumonia ongoing since (B)(6) 2014, small bowel obstruction ongoing since (B)(6) 2014, congestive heart failure ongoing since (B)(6) 2013, pneumothorax ongoing since 2013, asthma ongoing since 1950 and copd requiring daily steroid medication and oxygen, atelectasis, osteoporosis, restless legs syndrome and glaucoma ongoing since unknown dates. Past surgical history included cholecystectomy, appendectomy, and tubal ligation on unknown dates. The subject was initially admitted to general surgery on (B)(6) 2014 for treatment of a small bowel obstruction and she had reported several days of bilious, feculent vomiting, obstipation, constipation and abdominal pain. Due to comorbidities, she was managed conservatively and surgery was delayed. Starting on (B)(6) 2014, the subject had abdominal pain, nausea and bilious vomiting. A CT of the abdomen on (B)(6) 2014 showed small bowel obstruction without ischemia or perforation. Conservative management failed to alleviate her condition and the subject continued to deteriorate clinically. After involved discussion with the subject and her family, laparotomy was undertaken with the awareness that the subject's poor pre-operative status would complicate post-operative management. The subject underwent laparotomy on (B)(6) 2014, which involved a lengthy resection (leaving only 1.5 m of small bowel), primary repair of multiple enterotomies and extensive lysis of adhesions. Gross fecal contamination of the peritoneum occurred due to bowel perforation. The subject left the operating room with an open abdominal incision, requiring full pressor and ventilator support and was transferred to the ICU in this condition. Despite ongoing intensive medical management, including methylene blue and a broad spectrum antibiotic, the subject's hemodynamic condition failed to improve throughout her ICU admission and after consultation with her family, the decision was made to continue current management but not to escalate care or perform CPR/acls. The subject developed overwhelming septic shock secondary to perforated colon. The subject's hemodynamic condition deteriorated steadily through the day and she passed with vital signs absent at 2042 on (B)(6) 2014. The family declined a formal autopsy. Treatment medications included vancomycin IV 1 g/once on (B)(6) 2014 and vasopressin IV 20 units/prn and milrinone IV 10 mg/prn from (B)(6) 2014. Additional medications during the hospitalization included hydrocortisone, insulin, hydromorphone, ranitidine, and potassium chloride on (B)(6) 2014. No action was taken with the study device due to this event.